Event description:
It was reported that 13 of the bd maxplus pressure rated extension set with removable needleless connector clogged. The following information was provided by the initial reporter: loop attached to new IV site and it would not flush or withdraw blood.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that "loop attached to new IV site and it would not flush or withdraw blood". The customer complaint could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mp5303-c lot number 22089414 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6)1979 was used based on age of patient. E.4. The initial reporter also notified the FDA on 14-apr-2023. Medwatch report (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 13 of the bd maxplus pressure rated extension set with removable needleless connector clogged. The following information was provided by the initial reporter: loop attached to new IV site and it would not flush or withdraw blood.